Event description:
The entire screw, including the head, slipped through the hole in the cup. [Customer]

Manufacturer narrative:
The review of the device history record showed no deviations. The product complies with the specifications valid at the time of manufacture.